Manufacturer narrative:
The customer was sent a replacement transformer the product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that the transformer housing to her pump in style breastpump had fallen apart, exposing the inner circuitry, which is a safety risk.